Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin abrasion under the front therapy electrode of the lifevest. The area was reported as "pinkish". The patient reported that a nurse was cleaning the affected area with alcohol and applying a bandage four times a week. The patient reported that the irritation was getting better.